Manufacturer narrative:
Reportedly, trailing haptic was torn off during insertion, requiring intraoperative lens removal/exchange. Incision was not enlarged and no other tissue damage was reported. Incision was not enlarged and no other tissue damage was reported. Replacement lens was successfully implanted. According to the report by a nurse, dated on (B)(6) 2015, the most likely cause of the event was unknown. Based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - (process evaluation): device history record review results - (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review and the device history record review, a specific root cause of the event could not be determined. (B)(4)

Event description:
The customer reported the trailing haptic of the +22.5 diopter ca2015a collamer three piece lens was torn off during insertion. The surgeon retrieved the lens and implanted a replacement without any patient injury. The cause of the event was unknown.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Evaluation codes: method (other) lens work order search results (other) visual inspection of the returned product showed the lens was cut into two pieces, the optic was torn and a haptic was torn off with a piece of the optic and missing. A lens work order search revealed there were no similar complaints within the work order. Conclusion (other) based on the complaint information, product evaluation and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).